Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. Lens was removed due to kinked haptic. Lens was removed with no widen incision or suture required.

Manufacturer narrative:
(B) (4). (B) (4)